Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/19/16- disc 320 pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Both pfs and medical records report the doi as (B)(6) 2009 and this will be updated. Pfs reported pain, discomfort, mobility issues, unstable balance, sensation of device slipping in and out of socket, could not complete daily chores, unable to bend over and pick things up or carry any weight and still has weakness in right hip. Radiographs reportedly showed heterotopic ossification and the revision surgical report noted metallosis and a cyst with necrotic tissue lining. Part/lot updated. The complaint was updated on: may 13, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges patient suffers from pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor, abductor muscle repair and metal wear or metallosis confirmed in medical records. Doi: (B)(6) 2009; dor: (B)(6) 2015; right hip.